Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the device cut tissue and there was an issue with staple formation. There was tissue locked in the eea, between the anvil and the handle. When attempting to tilt the anvil to remove the eea, it was observed that the device had cut but not stapled. Tissue was resected to perform a new anastomosis in a more proximal area to the esophagus. No reinforcement was used. The surgeon stated this complication was related to an infected bruise.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples, one dst series orvil automatic 25mm device opened by the account, and three photos. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported condition. The reported condition was confirmed. A review of the device history record for the instrument indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the orvil anvil could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as a misuse of the product. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.